Event description:
The circlip from the light broke,the spring arm and the light head fell down on the floor, during a cleaning procedure. No injury has been reported. Factory reference number: (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) evaluated the device, and determined that a broken clip at the spring arm mechanical connection might have caused the reported event. However, the customer discarded the broken clip, making its evaluation impossible. The fst repaired the device and returned it to the service. The correct assembly directions are in the hled installation manual.

Event description:
(B)(4).

Manufacturer narrative:
Note: the led series light system is not marketed in the u.s. This report has been made due to a similarity with devices marketed by maquet in the u.s. This investigation is on-going and the results will be included in a follow-up report.